Event description:
Per independent repair center statement, the irc5po2 concentrator had low o2 (yellow light). The key failure was the sticking manifold assembly. Additional malfunctions were the hose clamp on the manifold had to be replaced, the zip tie on the manifold needed replacing, the p/e valve assembly was leaking, and the power switch on the control had short circuited.